Manufacturer narrative:
(B)(4). This is a report of a use error where the patient improperly disconnected from therapy and then reconnected. This is a known cause of air in line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had air in the patient line without an alarm. The patient was connected. This occurred during drain one of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had disconnected from therapy and did not cap off the line. The patient then reconnected. The technical service representative assisted the patient with ending therapy. Proper procedures were reviewed per user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.